Manufacturer narrative:
Follow-up #1: date of submission 05/03/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/18/2016 with the following findings: a review of the pump¿s black box showed a call services ( cs 064) alarm with high force occurring due occlusion during prime. During testing, the pump rewind, load, prime steps were performed successfully and the pump completed the 24 hour duration test with no call service alarms occurring. The complaint of the call service alarm (cs 064) issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the prime and fill cannula steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.